Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 10.5 years to 8.5 years during the same month. Slight increase in atrial pacing percentage may account for slight increase in power consumption but it was not confirmed. A second analysis was performed approximately one year later, which confirmed a gradual increase in power consumption. Based on these findings, the replacement of the device was recommended. The device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 10.5 years to 8.5 years during the same month. Slight increase in atrial pacing percentage may account for slight increase in power consumption. The patient will be monitored. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 10.5 years to 8.5 years during the same month. Slight increase in atrial pacing percentage may account for slight increase in power consumption but it was not confirmed. A second analysis was performed approximately one year later, which confirmed a gradual increase in power consumption. Based on these findings, the explantation of the device was recommended. The device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. G3 bsc aware date.